Event description:
The anchor broke during the surgery. No delay incurred. Bone quality was good to hard bone. There were no patient complications noted. Site was pre-drilled; tapped and the ao-2 finger technique was used and axial alignment was maintained. The thread fragments are embedded in the bone. The proximal portion of the device has been removed. The distal part remained in place with the suture for fixation.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).